Manufacturer narrative:
This report was originally submitted via asr on report ID # 2038391 in q4/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2016-14564 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted. Additional information was received indicating the patient expired six days after the explant procedure. Prior to the explant, the patient was septic and positive for hepatitis. The cause of the infection was not related to the implanted system. An initial asr report was filed on 09/05/2016 under FDA exemption number e2011006.